Manufacturer narrative:
Correction: this follow-up report is to add investigation, finding, and conclusion codes as per dar provided in mfg report number 6000034-2020-03442. This report is submitted on december 15, 2020.

Manufacturer narrative:
This report is submitted on december 15, 2020.

Event description:
Per the clinic, the patient experienced an infection and extrusion of the receiver/stimulator. The device was explanted on (B)(6) 2020. The patient has been reimplanted with a new device.